Event description:
Healthcare professional reported right side capsular contracture baker grade IV via ultrasound and "interlobular stromal fibrosis" and "chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)" via pathology. Device was explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and granuloma. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: granuloma: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)" via pathology. The device has been explanted.